Event description:
During an ercp procedure to remove a billary duct stone, the user selected a cook endoscopy memory soft wire basket to use for retrieval of the stone. During system preparation, the user attempted to extend the basket after flushing the catheter. The basket wires buckled and punctured the sheath of the device near the handle. Another msb-3x6 was selected to complete the procedure. When the basket was in the billary duct the basket wires buckled and punctured the sheath near the handle. No injury to the user or to the patient was reported.